Event description:
The customer reported to baxter (B)(4) a solution administration set with non-vented chamber and with 15 m disc filter that was involved in a no flow. According to the report, during use of the set the flow of the solution became very slow and then stopped. The problem was solved by pushing the fluid back into the drip chamber. This incident occurred while running the fluid through the line prior to patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.